Event description:
Reportedly, thirty-two m300 telemetry boxes have been having low signal strength on one nursing unit. Older telemetry boxes are being used until replacements arrive. No patients have been harmed.